Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump combo bolus feature was not correctly calculating the 50/50% split. The patient noted pump was not splitting the bolus accurately at 50%, but at 55% for the normal delivery. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 02/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump bolus history showed the reported 29.4 unit ezcarb combo bolus with a duration of 0.5 hours. The pump settings confirmed the insulin to carbohydrate settings was 1unit:2grams. Using the patient settings the pump was programmed for an ezcarb bolus of 20 gram carbohydrate and the pump correctly calculated a 10 unit bolus; the pump combo bolus delivered 5 units immediately and 5 minutes over the 30 minute time. Testing was unable to confirm or duplicate the reported failure.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.